Event description:
Main device was removed due to type 1 endoleak. Body of graft removed, limbs remain. Left renal bypass and embolectomy of legs. Add'l info was requested but not provided.

Manufacturer narrative:
Exp - unk as lot is unk. (B)(4). Event eval: still under investigation.